Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge battery pack) has been confirmed. As received, the battery charger/modem was unable to charge battery pack. Upon eval, the u13 8-bit cmos flash micro-controller and q1 current-controlling transistor were internally shorted on the bedside board and there was liquid contamination on the battery board. The cause of the failure is the internally shorted components and the contaminated battery board. The root cause for the contamination was ingress of an unk liquid. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.